Event description:
It was reported that the pump stalled six times in 2009. The stalls and recoveries were confirmed by the event logs. The patient experienced nausea, increased baseline pain, and withdrawal and was admitted to the hospital. The pump was replaced. The patient did not recall being around any magnetic fields. The pump contained dilaudid and bupivacaine. The patient outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.